Event description:
Complainant alleged that during a routine preventative maintenance check, the device would not allow the joules setting to be changed. The complainant indicated that there was no patient involvement in the reported failure.